Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires) has been confirmed. Upon investigation, the belt was unable to recognize the ecgs. The root cause for the failure was a stray wire in ECG a that shorted the q1. The root cause for stray wire was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and had exposed wires.